Event description:
It was reported that episode review of the data from this cardiac resynchronization therapy defibrillator found recent events which showed oversensing of atrial tachycardia on the right ventricular (rv) channel. This caused inhibition of pacing resulting in a 4.5 second pause. Other episodes showed noise on both the right atrial and the rv channel. Ra lead impedance had been stable with the exception of one spike to high, in-range the previous year. Rv pacing impedance had declined to low in-range measurements and shock impedance measurements had increased slightly. Technical services discussed troubleshooting options. The field representative reported that the patient had not been seen in clinic since these clinical observations occurred. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that episode review of the data from this cardiac resynchronization therapy defibrillator found recent events which showed oversensing of atrial tachycardia on the right ventricular (rv) channel. This caused inhibition of pacing resulting in a 4.5 second pause. Other episodes showed noise on both the right atrial and the rv channel. Ra lead impedance had been stable with the exception of one spike to high, in-range the previous year. Rv pacing impedance had declined to low in-range measurements and shock impedance measurements had increased slightly. Technical services discussed troubleshooting options. The field representative reported that the patient had not been seen in clinic since these clinical observations occurred. No adverse patient effects were reported. This device remains in service. Additional information was received which indicated that, this crt-d was explanted due to normal battery depletion. No adverse patient effects were reported.